Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was not on bus and unrecoverable. A field service engineer (fse) found the door only needed to be recovered. Performed recovery and tested the repair in the hardware test application; operation verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was not detected on bus and been unrecovered by the user even after rebooting. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.